Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was unable to be replicated, and the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the system was powered on it showed a blinking cursor. Technical services (ts) walked the site¿s biomedical engineer through the steps for fixing the errors, and after the system restart for both commands, the grub menu appeared again. The site decided to use a different medtronic navigation system for the upcoming procedure. This issue was noted outside of a procedure, and there was no patient involvement.